Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the explant of this bipolar myocardial temporary pacing lead after an unknown implant duration, it was reported that the wire would not come all the way out of the patient. Therefore, the physician cut the pacing wire at the patients skin, leaving the rest of the wire in the patient. No additional adverse patient effects were reported.